Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3115/7306614, tg3415/06586128). It was reported that paraplegia was discovered after the procedure, which was treated using a spinal drainage. The aneurysm diameter was 58.1 mm. On (B)(6) 2010, the patient was discharged. The paraplegia remained at the time of discharged. The aneurysm diameter was 48.7 mm. On (B)(6) 2010, in six-month follow-up study, the paraplegia remained. The aneurysm diameter was 58 mm. On (B)(6) 2011, in one-year follow-up study, the paraplegia remained. The aneurysm diameter was 57 mm. On (B)(6) 2011, in two-year follow-up study, the paraplegia was resolved. The aneurysm diameter was 58 mm. On (B)(6) 2013, the patient passed away due to pulmonary cancer. No further information was obtained.